Event description:
It was reported that during device interrogation, this right ventricular (rv) lead triggered an alert for high out of range shock impedance. The measurement has yet to be available on the daily measurement graph. The patient performed provocative maneuvers and multiple measurements were taken, the shock impedance measurements were always approximately 100 ohms and stable. The patient is scheduled for a follow up in about three months. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during device interrogation, this right ventricular (rv) lead triggered an alert for high out of range shock impedance. The measurement has yet to be available on the daily measurement graph. The patient performed provocative maneuvers and multiple measurements were taken, the shock impedance measurements were always approximately 100 ohms and stable. The patient is scheduled for a follow up in about three months. This rv lead remains in-service.